Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited low impedance measurements of less than 200 ohms as well as oversensing and noise which led to inappropriate shock and anti-tachycardia pacing (atp). During a recent device change out procedure, insulation damage was noted on the lead. As a result, the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.